Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, and pre-implantation testing. However, the valve did not meet the requirements for pressure-flow testing. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the valve did not meet the requirements for leak testing due to a tear in the top of the cassette housing chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that cerebrospinal fluid was leaking out of a corner of the device, but not on the reservoir side. According to the report, there was also calcification around the device. Reportedly the patient underwent surgery to replace the device and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.